Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was fractured. The physician elected to capp the lead and implant another cpi lead.